Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized for his legs. The patient's blood glucose at the time of hospitalization is unknown; however, the customer believes that diabetes was a factor in his leg issues. The offer to transfer the customer to the 24-hour helpline was declined. No products were shipped or returned.